Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had fiber optic wire issues. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Upon review of the iabp log files, the fse did not observe any messages related to the fiber-optics. The fse performed full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had fiber optic wire issues. No patient harm, serious injury or adverse event was reported.